Event description:
It was reported that the rn stated the pt is s/p (post-surgical) CABG (coronary artery bypass graft) by only 4-5 hrs. The rn is unsure at this time if the intra-aortic balloon (iab) was placed before or after surgery. When the pt first arrived, he required a fair amount of volume resuscitation. The rn said that when the pump stops during the high pressure alarm, the pt's pressures drop considerably. The pump is running in 1:2 at the moment and no alarms have gone off. The clinical support specialist (css) asked the rn to describe the balloon pressure waveform (bpw) when the alarm goes off. The rn stated that the pump has not printed any strips with the alarms, nor has she been able to print strips; according to the rn there is paper in the tray. The css told the rn that she could try powering the pump off and back on to try to get it to print. However, the rn feels the pt will not tolerate the pump off at all at this time. The css recommended that if the pump continues to not print strips, that they have it checked out by biomed when possible. While on the call, the rn tried to go back to 1:1 and the pump almost immediately alarmed high pressure again. Per the rn, the bpw looks like a squared off building when it alarms. The css and rn discussed the things that can cause this. The css asked if there is any widening to inflation or deflation artifact and the rn stated that there is not. The css discussed how positioning can help with this and the css recommended that the rn verify that the catheter is positioned correctly. The rn stated she would check placement. The pt was stable throughout the call. A call was placed to the cardiovascular intensive care unit (cvicu) at 5:19 pm est, (B)(6) 2012 and the iab has been discontinued and the pt is fine.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.